Manufacturer narrative:
Unit passed displacement, and self test. No hardware low level failures was noted during testing; however, hardware low level failures is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. The customer stated they were able to clear the alarm and able to complete rewind process. Self test was performed and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.